Event description:
During rn bedside shift report, it was noted that pump was not infusing correct amount of medication, even though the device was programmed correctly. The "total volume delivered" on the pump did not equate the amount that should have been subtracted from the volume in the syringe. As a result, the patient did not receive necessary sedation dose, as the pump had stated.